Manufacturer narrative:
The root cause of the failure to advance was most likely patient condition related owing to tortuous anatomy based on the provided clinical details. This introducer batch passed all incoming inspection checks.

Event description:
It was reported that during implantation of an impella cp resistance against the long peel away sheath was encountered in the distal iliac. A shorter sheath was used to advance the pump into the iliac but the pump became stuck in the aorta. The pump was explanted.